Event description:
It was reported that during an unknown procedure, the mount and internal components of the handpiece are loose inside the casing of the handpiece. No patient involvement was reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.